Manufacturer narrative:
On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The cause of the event and the contribution of the device to the alleged injury could not be determined based on the limited information provided. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.

Event description:
There was an allegation of a questionable result from a coaguchek xs meter with an unknown serial number. The date of event was estimated. The result from the meter at the doctor's office was 4.9 inr or 5.2 inr. The result from the laboratory using an unknown reagent was 3.5 inr. The therapeutic range was 2.5-3.5 inr.